Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This lead was successfully replaced with a new lead. No additional adverse patient effects were reported.